Event description:
It was reported by service report that the batteries were dead because of a blown fuse. It was further reported the ground wire had also been severed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: ac cross-over pcb assy.